Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient notification alert for non-sustained oversensing episodes due to myopotential oversensing was observed during device interrogation. Device was reprogrammed and no more episodes were noted. Patient was fine and will be seen again for device interrogation.